Event description:
The report received from the affiliate indicated that during an elective percutaneous coronary intervention (pci), the physician was attempting to treat a distal right coronary artery (rca) lesion but was not able to advance the stent delivery system (sds) through the proximal rca. The physician reported that the sds became "stuck" in the proximal portion of the rca. Upon removing the sds from the patient, inspection of the device noted that the distal stent struts were uplifted. The product was not used further. Another company's product was used and the same problem occurred. The patient was treated using balloon angioplasty only (poba). There was no reported patient injury. The indication for the procedure was unstable angina. The distal rca lesion was reported to be calcified. The lesion was pre-dilated with a sprinter 3.0 x 15 mm balloon catheter at 9 atm/60 seconds. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve or guiding catheter. No additional information is available.

Manufacturer narrative:
The report received from the affiliate indicated that during an elective percutaneous coronary intervention (pci), the physician was attempting to treat a distal right coronary artery (rca) lesion but was not able to advance the stent delivery system (sds) through the proximal rca. The physician reported that the sds became "stuck" in the proximal portion of the rca. Upon removing the sds from the patient, inspection of the device noted that the distal stent struts were uplifted. The product was removed without difficulty from the patient and another non-cordis stent was inserted but encountered the same difficulty. The patient was finally treated using balloon angioplasty only (poba). There was no reported patient injury. The distal rca lesion was reported to be calcified. The lesion was pre-dilated with a sprinter 3.0 x 15 mm balloon catheter at 9 atm/60 seconds. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There was no reported resistance/friction reported while advancing the catheter through the rotating hemostasis valve or guiding catheter. The product was not returned for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Without the product returned for evaluation, the complaint could not be confirmed. There is no indication to suggest that the reported failure could be related to the manufacturing process based on the information available for review. Difficulty tracking a product through an anatomical structure is a known procedural occurrence. These types of difficulties occurring during the clinical use of the device are usually addressed by modification in technique or substitution with another device. Tracking difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. The distal uplifted struts may be attributed to the vessel calcification. Based on the information available, there are possible vessel characteristics and procedural factors that may have contributed to the these events.

Manufacturer narrative:
The product is not available for evaluation and testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15102383 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. Non-conformances: no non-conformance records were issued for this lot. Process monitoring: no excursions were found for lot 15102383. The fpi for crossing profile and stent retention were reviewed and no anomalies were found. Crimping machine parameters were reviewed and were found within specification during manufacturing process of this lot.